Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure when inserting the healix advance br 6.5mm into the bone tunnel the tip of the anchor broke off. The surgeon removed this anchor and broken piece leaving no fragments in the patient. The surgeon prepped a new bone tunnel and completed the procedure with another same type, same size anchor with no patient consequences. There was a 5 minute delay. One bone tunnel was left empty.